Event description:
It was reported that "the patient had a groshong catheter implanted via the left upper arm on (B)(6) 2023. The catheter was cut to a length of 34 cm, and the catheter part which was outside of the patient's body was approximately 4 to 5 cm. The catheter was not u-shaped and secured straight. The catheter was secured only with the statlock without using the suture wing. A dressing was applied to cover the insertion site, the catheter, and the statlock. On (B)(6) 2023, CT examination was performed and revealed that the catheter was detached from the catheter connector and the catheter migrated into the pulmonary artery. The catheter was removed through the groin. The oversleeve and catheter connector of the returned sample are detached, but this was detached by the doctor after removing the catheter. There was no reported patient injury."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that "the patient had a groshong catheter implanted via the left upper arm on (B)(6) 2023. The catheter was cut to a length of 34 cm, and the catheter part which was outside of the patient's body was approximately 4 to 5 cm. The catheter was not u-shaped and secured straight. The catheter was secured only with the statlock without using the suture wing. A dressing was applied to cover the insertion site, the catheter, and the statlock. On (B)(6) 2023, CT examination was performed and revealed that the catheter was detached from the catheter connector and the catheter migrated into the pulmonary artery. The catheter was removed through the groin. The oversleeve and catheter connector of the returned sample are detached, but this was detached by the doctor after removing the catheter. There was no reported patient injury."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of catheter detachment is confirmed. One 4 fr groshong nxt clearvue catheter with the two-piece connector and a statlock stabilization device was returned for evaluation. An initial visual observation showed heavy blood use residues throughout the device, and the catheter was returned detached from the disassembled two-piece connector and statlock stabilization device. The returned catheter terminated at the 34 cm depth marker, just as stated in the event description; therefore, no additional section of catheter was trimmed following the initial insertion of the device. A microscopic observation revealed the proximal tip of the trimmed catheter to be intact with no damage observed from being inserted into the distal connector piece. A tactile evaluation of the returned catheter revealed no tensile weakness along the device where the catheter may have been pulled from the distal connector piece. A functional test of attempting to insert the catheter into the distal piece of the two-piece connector was unsuccessful as the catheter would not advance past the clear, distal portion of the oversleeve. The distal connector piece was then cut in half lengthwise to observe the inside of the device. A microscopic observation of the distal connector piece after it was cut lengthwise revealed the compression sleeve had been advanced into the locked position with no remains of the catheter inside the distal connector. The complaint of a catheter detaching from the two-piece connector is confirmed. Observations of the proximal segment of a returned catheter that had been properly assembled should exhibit some catheter segments potentially left in the device, and the catheter should exhibit marks on the proximal segment where it was trimmed from being compressed circumferentially by the compression sleeve inside the connector and pulled longitudinally developing some tensile weakness. The returned catheter, however, was observed to be intact with no tensile weakness or damage to the proximal end that attaches to the two-piece connector, and the returned distal piece of the two-piece connector was observed to have no catheter segments left inside the engaged compression sleeve. These observations suggested that the catheter was not inserted through the compression sleeve prior to connector assembly.